Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an endovascular diagnostic procedure. Reportedly, there was no bleed back from the marker lumen only a trickle. Two additional proglide devices were used with the same result. Hemostasis was achieved with a fourth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.